Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a power error detected and replace battery alarm. The customer¿s blood glucose level was 8.2 mmol/l. The customer stated that in the alarm history power loss and replace battery now alarm without a low battery warning were occurred several times. The customer was advised to discontinue using the insulin pump and revert to their back up plan per health care instructions until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery now alarm, power loss alarm, pump error 68/49/28/23 alarm noted during testing. Pump error 25 due to connector resistance issue.